Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dialudid (10 mg/ml at 0.480mg/day) via an implantable infusion pump. It was reported that on an unknown date due to the dehiscence of the patient's previous pump pocket, the pump and catheter were explanted and later replaced with a smaller catheter and pump. It was noted that the pocket never became infected, but was dehiscent. It was unknown environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. It was reported that the explanted pump and catheter were in the possession of the hospital. No further complications have been reported as a result of this event.